Event description:
It has been reported to philips that the allura system did not boot up successfully as the start-up countdown got stuck at 00:00. The system was not in clinical use. No harm was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use at time of event and that the customer had aborted the planned treatment/non-emergency treatment and had also cancelled all the examinations until the system was repaired. A philips remote service engineer (rse) connected with the customer and the customer had reported that an error message was getting displayed from the flex vision. Analysis of the log file confirmed that the malfunctioning flexvision pc was the cause for the reported issue. Distributor had confirmed that the replacement of flexvision pc had resolved the issue. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome.